Manufacturer narrative:
Per additional information received, the customer confirmed there was no allegement against the bard/bd device. Hence, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the user had a couple of issues with skin breakdown when using purewick. Stated they shared the information about increasing the suction to 100cm and a pillow case rolled up allow for better seal. No medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had a couple of issues with skin breakdown when using (B)(4). Stated they shared the information about increasing the suction to 100cm and a pillow case rolled up allow for better seal. No medical intervention was provided.